Event description:
It was reported the customer's insulin pump was not working. The customer stated they were not receiving insulin to their body. The customer also reported a high blood glucose incident where their blood glucose rose to 425 mg/dl. Customer also stated they had delivered a bolus but their blood glucose did not lower. The customer also reported that they had changed their infusion set and noticed the amount of insulin in their reservoir was not changing. Customer also reported there was an absence of sounds and alarms from their insulin pump. Troubleshooting found the customer's basal rates were programmed, but not programmed correctly. Customer believed this was the reason why insulin was not moving on their reservoir. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)